Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a myomectomy, the tip of the device broke off inside of the patient. Components were found and removed from patient.